Manufacturer narrative:
Additional information has been received regarding the awareness date change which was not included in the initial report. So, the correct awareness date has been changed from 11-dec-2025 to 23-jan-2026 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump was not waterproof as advertised and failed within the first year of use. The customer also reported that five out of six sensors failed early, making it impossible to plan effectively. Additionally, the customer found the device very difficult to insert with one hand. The customer reported no adverse event. The event involved product(s) unk_ngp, unk_sensor, and unk_disposables. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_ngp, unk_sensor, and unk_disposables.